Manufacturer narrative:
The 510(k) # is k073231.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultralink meter was reading inaccurately high as compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed the alleged issue began on (B)(6) 2011 at approximately 10:20 am. Approximately 10 minutes prior to testing on that day, the patient claimed she had a "headache." The patient reported blood glucose results of "432 mg/dl" with the subject meter and "327 mg/dl" on her doctor's meter (accu check), performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient informed the cca that she manages her diabetes through insulin pump therapy (unknown type and dose) and it is not known what actions, if any, the patient took regarding her usual diabetes management routine in response to the alleged issue. The patient denied receiving any form of medical treatment. At the time of troubleshooting, the cca noted the subject meter's unit of measure was correct, and the results obtained were from the same approved sample site. A quality control solution test was not performed because the patient did not have any control solution. Test strips and control solution were sent to the patient. There is no indication that the product caused or contributed to a serious injury. The patient's symptoms started before the reported issue first occurred and did not correlate with lfs' definition suggestive of a serious injury nor did she receive medical intervention. However, this complaint is being reported because the alleged product issue remained unresolved.

Manufacturer narrative:
Follow-up # 1 ((B)(6) 2011)-device evaluation: the test strips involved with this complaint have been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the test strips have passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.